Event description:
A 22 mm diameter x 13 mm diameter x 13.5 cm length aneurx bifurcated stent graft with xpedient delivery system and its components were implanted in a patient for endovascular treatment of a 44 mm diameter x 65 mm length abdominal aortic aneurysm in 2003. The diameter of the proximal non-aneurysmal aortic neck was 19 mm. The patient has a history of colon and prostate cancer. It was reported that the patient's distal aorta was perforated during the process and was successfully sutured. It was reported that the device was converted to an aorto-uni-iliac device with a femoral-femoral bypass. Final angiogram demonstrated no endoleak. No clinical sequelae were reported, and the patient is reported to be in stable condition.